Event description:
Approx one week post deployment, the pt experienced pain and swelling in the leg. The physician was contacted who indicated that the pt maybe having a reaction to the collagen. The pt experienced shortness of breath, claudication, discoloration and continued swelling in the procedure leg. The pt presented to the emergency room where an ultrasound revealed a blood clot in the saphenous vein. The pt was placed on lovenox and coumadin, however, is still experiencing pain and shortness of breath. No add'l info is available at this time.